Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Most recent battery measurement was 2.8726 volts on (B)(6) 2015. (B)(4).

Event description:
It was reported that the device battery will deplete rapidly due to high right ventricular (rv) threshold. There was also decreasing impedance on the lead. The device and lead remain in use. No patient complications have been reported as a result of this event.